Event description:
Additional information received from the patient reported that they were getting no telemetry/poor coupling for about a month. It was stated that they were sent a new implantable neurostimulator recharger (insr) antenna about a month prior to date notified but it did not help. There were no related patient symptoms reported. A replacement insr was sent to the patient. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the replacement antenna resolved the issue, and that this is the second time it was replaced. No further complications are anticipated.

Event description:
Additional information was received from a friend/family member of a patient who reported that the patient received a replacement insr, but the recharger was only a quarter of the way charged even when it was plugged into the desktop charger (dtc) for a couple of days. They could not get the charger to charge faster as it wasn¿t charging properly. No damage was noted on the dtc; however, a replacement dtc was requested and sent. The patient¿s ins was reportedly at 50% and was not supposed to go below 50%, but they couldn¿t get the implant up past 50%. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient had poor coupling. The patient had been trying to recharge their ins for a couple days, but has only been able to recharge to 50%. The patient tried to reposition and turn the antenna, but the coupling issue was not resolved and the patient still had a poor coupling screen. The patient was sent a new antenna. There were no symptoms reported.